Manufacturer narrative:
D10 concomitant products: egiaustnd endogia ultra univ std stap - egiaustnd, lot# p4k1092 sigtrsb60amt 60mm med thk reinforced rel - sigtrsb60amt, lot# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a sleeve gastrectomy procedure involving the egiaustnd endogia ultra univ std stap, the manual handle of the instrument broke, specifically the handle/trigger. The broken part disengaged, but no pieces fell into the patient cavity, and an x-ray was not needed to locate components. It was also noted that the reloads having stapled halfway. The issue was resolved by using another device. There was no patient injury.

Manufacturer narrative:
Additional information: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.